Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received attached to the associated reload. Functional testing found that the reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to an rpa handle running v29.6 software and an rpa clamshell. The handle went into emergency retract mode and displayed the remove reload screen. The reload twitched and made an unusual sound during emergency retraction. Upon completion of the emergency retraction motion, the reload was removed without difficulty by pressing the blue unload switch back then twisting and removing the reload from the adapter. The tip of the firing rod was damaged. This damage was most likely due to the unusual sound heard during emergency retraction. The adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive.  The adapter had 11 of 50 procedures remaining. The adapter was reconnected to an rpa clamshell and the rpa signia handle running v29.6 software. The device calibrated correctly. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software, and no new errors appeared.  It was reported that the instrument made strange noise. The reported issue was confirmed. The most likely cause cannot be traced to this device. It was also reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication errors. Functional testing found that there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available.  The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n5b1450y), sigphandle, sig power sigphandle handle (serial#: unknown), sigsbchgr, sig power sigsbchgr one -bay charger (serial#: (B)(6)), sigrig, sig power sigrig reuse insertion guide (lot#:c9c7401x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic surgery, after pressing the green button, the device could not be fired and the device made a strange noise. A new reload and adapter were used to resolve the issue. The surgery was converted from laparoscopic to laparotomy. Surgical time was extended by one hour.